Manufacturer narrative:
A device history review was conducted for lot number 9262117. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. (B)(4).

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm had foreign matter during use. The following was reported by the initial reporter: "during venipuncture, when examining the indwelling needle, it was found that there was a flocculent on the tip of the indwelling needle, so it was immediately discarded and replaced with a new and qualified product".